Event description:
It was reported that the calibration seems to be off. Occurred during post operation. Patient harm/ injury is reported but no delay occurred. Dr. (B)(6) did a split thickness skin graft using our zimmer dermatome recently and when he saw the patient post op he noticed that the donor site appeared to have taken too much skin. He had the setting at 10,000 of an inch and it wasn¿t noticeable at the time of the case. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. This is a limited investigation. A review of the device history record, complaint history review, and risk assessment will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria the event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.